Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a bmhr construct had been implanted on an unspecified date, the patient required a revision surgery for an unspecified reason. The cup was retained while the head was explanted to introduce a dual mobility liner, a 28 mm oxinium head and an anthology stem. Current health status of patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that a revision surgery was performed due to an unspecified reason. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. Without details of the type of symptoms experienced by the patient, it is not possible to evaluate the risk file for the device. Should further details become available at a later date then the task will be reopened and completed. No further actions are required at this time. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. The patient impact beyond the revision is unknown. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.